Event description:
It was reported that the pwd's (person with diabetes) was not absorbing the insulin. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
One device was received for investigation. Although the investigation could not confirm the reported under delivery issue, the investigation did determine that the device cannula was bent. As no lot number was provided, a review of device history records could not be conducted. No root cause could be identified for the observed cannula bend.